Event description:
It was reported that while preparing the intra-aortic balloon (iab) for insertion, it was noticed that the membrane was "slightly unwrapped." The 50cc syringe that was used to create a vacuum was found to be faulty, as it was unable to create a vacuum. The md tried to insert the iab through the sheath without success. As a result, the iab and the sheath were removed simultaneously with no injuries to the pt. A new iab 30cc was inserted without incident.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.